Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 8057668. Medical device expiration date: 2023-02-28. Device manufacture date: 2018-04-04. Medical device lot #: 8026709. Medical device expiration date: 2023-01-31. Device manufacture date: 2018-03-02. Medical device lot #: 8047652. Medical device expiration date: 2023-01-31. Device manufacture date: 2018-03-15. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported with the use of the bd luer-lok¿ syringe there was an issue with damaged barrel.

Event description:
It was reported with the use of the bd luer-lok¿ syringe there was an issue with damaged barrel.

Manufacturer narrative:
Investigation summary: nine photos of 3ml syringes were received and evaluated. The syringes in the photos were all partially filled with unknown clear liquid and capped with red tip caps. Some of the barrels in the photos had visible small cracks, while some barrels had what appeared to be scratches. It is not clear which syringe belonged to which bd batch. Some of the defects observed appeared to be cosmetic in nature, such as scratches, while others were rejectable ¿ cracks. Since the syringes in the photos have all been manipulated and furthermore not identified by bd batch #, it is not clear whether the defects observed were a result of the syringe manufacturing process or related to the syringe manipulation after the product had left the manufacturing plant. A physical unused sample would be required for investigation. The defects could not be confirmed to originate at the manufacturing plant. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.